Manufacturer narrative:
If remedial action initiated, check type, corrected data: notification. Initial MDR inadvertently did not indicate notification of the remedial action.

Event description:
X-rays were received and reviewed. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. The lead pin appeared to be fully inserted into the connector block. The feed-through wires and the lead wire continuity appeared normal. In the portions of the lead visible, no gross lead fractures or other anomalies were observed.

Manufacturer narrative:
(B)(4).

Event description:
During a periodic programming history database review, high lead impedance was observed upon performing a system diagnostics.

Event description:
High lead impedance was observed for patient's generator. The patient was referred for x-rays and x-rays have show no obvious lead breaks per radiology. The patient is not experiencing any adverse events. When the device was turned on at the lowest settings, the patient could not feel the stimulation. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.

Manufacturer narrative:
B3 date of event, corrected data: follow-up report #3 inadvertently left blank and did not provide updated event date b6 relevant tests/laboratory data, including dates, corrected data: follow-up report #3 inadvertently left out data.